Event description:
While troubleshooting for an unrelated alarm on the homechoice (hc), a home patient (hp) failed to apply a flexicap onto the patient line following disconnection and had used the blue cap that is shipped on the line instead. The hp then reconnected to the hc. The technical service representative (tsr) reviewed the proper disconnect and reconnect procedures with the hp and assisted the hp with ending therapy. The tsr then advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error in which a hp failed to follow proper disconnect procedures resulting in a breach of aseptic technique. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. It also provides step-by-step instructions for properly conducting an emergency disconnect procedure. A formal review of the label for the product family will be conducted. A trend review will be performed. Should additional relevant information become available, a supplemental report will be submitted.